Event description:
Falling, feeling pain, numbness down her leg and back. Was told by doctor there is a possibility screw is loose. Tired of the pain, need to have something done with her hip implant.